Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis. The system functioned properly, and the procedure was completed as planned. It was reported to philips that system c-arm unbale to move. Customer stated that the equipment was making an abnormal noise and locking the c-arm, by restarting multiple times the system was returned to normal operation. Upon troubleshooting actions, the philips field service engineer (fse) inspected the system onsite and identified no errors. The system was working with full functionality. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to move. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.